Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2011 at 23:04:33. During night drain cycle five, the patient's ultrafiltration reading was 1244 ml, indicating the home patient (hp) drained 1244 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.